Manufacturer narrative:
This report is submitted on may 01, 2017.

Event description:
Per the clinic, the patient experienced poor performance and tinnitus with device use since (B)(6) 2016. The patient also experienced dizziness and pain. Subsequently, the patient was hospitalised (date and duration not reported). During the admission, the patient was treated with oral steroids and the dizziness resolved. Clinical management of the patient is ongoing. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017 and the patient was reimplanted with another cochlear device.